Manufacturer narrative:
Citation: von alvensleben jc, et al. Po-03-173 incidence and risk factors for ventricular arrhythmias following transcatheter pulmonary valve replacement with harmony valves and alterra pre-stenting. Heart rhythm. May 2023; volume 20 (issue 5): s440 (supplement). Doi: https://doi.org/10.1016/j.hrthm.2023.03.969 earliest date of publication used for date of event: (B)(6) 2023 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding incidence and risk factors for ventricular arrhythmias following transcatheter pulmonary valve replacement (tcpvr). A total of 27 patients underwent successful tcpvr implant with either a medtronic harmony valve (n = 14) or non-medtronic alterra pre-stent (n = 13). Following implant, 18 patients developed ventricular arrhythmias, including single premature ventricular contractions (pvcs) or couplets only (n = 4), non-sustained ventricular tachycardia (n = 13), and ventricular fibrillation/torsades de pointes (n = 1). Intervention consisted of initiation or augmentation of antiarrhythmic medication (metoprolol, mexiletine, or amiodarone) in 12 of the patients. During a median follow-up of 14 months, 24 patients were weaned off or returned to pre -implant antiarrhythmics, two remain on increased antiarrhythmics, and one patient died. The authors specified that the death occurred in a harmony patient who was asymptomatic but developed short-coupled pvcs (coupling interval 250 milliseconds) with initiation of ventricular fibrillation/torsades de pointes requiring extracorporeal membrane oxygenation (ECMO) cannulation. No further details were disclosed about the death.